Event description:
It was reported that this left ventricular (lv) lead was not capturing. This patient was taken for a chest x-ray to confirm lead placement. A lead revision has yet to be performed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not capturing. This patient was taken for a chest x-ray to confirm lead placement. A lead revision has yet to be performed. No adverse patient effects were reported. Additional information from the field indicated this lv lead had dislodged resulting in the failure to capture.

Event description:
It was reported that this left ventricular (lv) lead was not capturing. This patient was taken for a chest x-ray to confirm lead placement. Additional information from the field indicated this lv lead had dislodged resulting in the failure to capture. It was later reported that this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not capturing. This patient was taken for a chest x-ray to confirm lead placement. Additional information from the field indicated this lv lead had dislodged resulting in the failure to capture. It was later reported that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies or lead characteristics that would have resulted in the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any lead characteristics that would have caused or contributed to the reported clinical observations.